Event description:
Per hcp patient had a catheter break evidenced by increased spasticity unrelieved by increasing doses of baclofen. Upon replacement of catheter, patient experienced immediate response to the intrathecal administration of baclofen. Distal portion of catheter remains in the intrathecal space. Patient is having an uneventful postoperative recovery.